Event description:
In 2008, the patient reported the piston rod of his insulin infusion device gets stuck at the 200 unit mark and then gives an e6 (mechanical error) message. He stated this began happening two days prior. The patient stated the device has not been dropped. The patient was instructed to check his battery and then to change to a new battery. The change the cartridge procedure was attempted again and the piston rod became stuck at the 176 unit mark and an e6 was displayed. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.